Manufacturer narrative:
(B)(4). Visual examination of the returned device found signs of repeated use and the hex feature in the component has fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to wear and tear. The device has a potential field age of 7+ years and exhibits signs of repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee procedure, the tip of the pin driver fractured while tightening a pin. No adverse events have been reported as a result of this malfunction.